Manufacturer narrative:
Cartridge cover cracked. The instrument was returned with the cartridge cover cracked, causing the clips to be improperly fed. No further tests could be performed due to the returned condition of the instrument. No conclusion could be reached as to how the cartridge cover became broken. We have documented the circumstances as they were reported to us. Complant information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the clips would not advance. The surgeon used another like device to complete the case. There were no adverse consequences to the patient.